Event description:
The customer stated that she was hospitalized for diabetic ketoacidosis. The customer reported a blood glucose reading of 380 mg/dl during the phone call. The customer stated that she did not give a manual injection when her blood glucose levels began to elevate. Troubleshooting was performed and the insulin pump passed the leadscrew and self tests. The customer did not have the tubing clamp for the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.